Event description:
It was reported that the user experienced a blood glucose value of 44 mg/dl after an apparent overnight low while using the ilet and self-treated with oral glucose, with subsequent review indicating the pump had issued low and urgent low soon alerts as evidenced in the alarm history and an active high-volume setting; the user believed he did not hear the alerts. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included self-treatment with oral glucose and recovery with blood glucose trending upward to 89 mg/dl, with no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to review alarm history and confirm alert volume and functionality. Investigation of this case revealed that alert notifications were functioning and audible at the time of the call, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for device-related failure with user not perceiving alerts contributing to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.